Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned thyroid results for 1 patient sample tested on a cobas e 801 module. The patient sample was submitted for investigation where discrepant results were identified for elecsys ft3 iii (ft3 iii) and elecsys ft4 ii (ft4 ii) between the customer's e801 module and an e801 module used at the investigation site. It is not known if any erroneous results were reported outside of the laboratory. This medwatch will cover ft4 ii. Refer to medwatch with patient identifier (B)(6) for information on the ft3 iii results. There was no allegation that an adverse event occurred. The serial number for the customer's e801 module was not provided. The ft4 ii reagent lot number used at the investigation site was 303203 with an expiration date of apr-2019. Based on the information provided, a general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.